Event description:
It was reported that there was a separation between the female connector (dark blue part) and the main body (light blue) of a minicap transfer set. It was further described as ¿dark blue part of the transfer set started separating from the light blue main body¿. This occurred after treatment of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.